Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via email that an ar-1588rtt2-ib fibertag tightrope ii with internalbrace experienced a failure on the femoral side. After docking the femoral graft and completing the let portion of the procedure using knee fibertak implants, the surgeon returned to perform the final tensioning on the tibial side and noted that the graft had pulled out of the femoral socket. It was observed that the femoral button was loose, and the tightrope appeared to be ruptured. The graft was removed, re-prepared with new femoral and tibial implants, and re-implanted. This added approximately 45¿60 minutes to the procedure; however, the case was completed without complications and with good final graft integrity and fixation. This was discovered during a revision acl reconstruction procedure on (B)(6) 2025. Additional information was received on 22-dec-2025: the issue occurred inside the patient and was identified after completion of tibial tensioning during a revision acl reconstruction procedure. Following the failure of the tightrope and button, they were removed from the patient prior to proceeding with new implants. The case was completed using a replacement ar-1588rtt2-ib fibertag tightrope ii with internal brace. Additional anesthesia was administered to allow for the removal of the graft, re-preparation, and re-implantation, extending the operative time by approximately 45 minutes. The original surgery was a bone¿tendon¿bone acl reconstruction utilizing bio composite interference screws. The date of the original procedure is unknown, and it was performed at a different facility by a different surgeon. There were no arthrex products implanted during the original surgery; however, the bio composite interference screws appeared well resorbed in the patient. No arthrex products were removed during the revision procedure.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. Directions for use dfu-0147-eo revision 4. Tightrope devices. G. Precautions: 1. Acl/pcl/btb/rt/abs/cl/cls/pf/pfc tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair the ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket, and the graft stability is verified by pulling distally on the graft. The complaint allegation was not confirmed. No evidence of that failure was received.